Event description:
It was reported that the patient experienced phrenic nerve stimulation. The left ventricular lead exhibited high capture thresholds. The lead was successfully repositioned. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.